Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens and a crack was noted in the lens optic. The iol was cut and removed in pieces. There were no complications to the patient when removing the iol. One haptic was lost on the field, it was not left in the eye. The reporter stated the cause of the lens crack was due to a loading issue.